Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d), the right atrial (ra) pacing impedances were within normal range. Since device implant, however; the ra pacing impedances have increased to greater than 2500 ohms again. The root cause for the high pacing impedances remains unknown. There is no plan to address the ra pacing impedance issue at this time. This crt-d remains in service, and there were no adverse patient effects reported.